Event description:
This lead was implanted on (B)(6) 2012 and was explanted on (B)(6) 2016. A product experience report received on 09/22/2016 stated that the lead was dislodged for several times. The physician was dr. (B)(6) at (B)(6) germany. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).